Event description:
It was reported that the stent was deployed in rca and the delivery system was withdrawn, it was noted that two markers were still visible on the screen. The balloon from the delivery system had been left behind. Another stent was then used to compress the ballon against the artery wall so it was no longer free in the patient's arterial system. Reportedly, the patient is doing well with no ill effects.